Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The pulse generator exhibited a stored episode of auto mode switch as a result of far-r wave oversensing. The device was reprogrammed which resolved the issue. The patient was asymptomatic and would continue to be monitored, as normal.